Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that pt is needing an MRI however scs has not been charged in over a year and ins battery is dead. Caller states pt does not know where their controller is. Caller is unsure why the pt stopped using the scs. Subsequently it was reported that the pt is unable to recharge her ipg even with the remote fully charged. She claims to have always had trouble charging and gave up about a year ago. Pt has attempted to recharge, is currently in the hospital, and will see a replacement recharger upon discharge. Pt attempted to get an MRI but was not able to because she couldn't bring the ipg back to life. Ultimately the doctor ordering the MRI decided it wasn't medically necessary, but in any case the patient wants to fix her recharging issue. No patient symptoms were reported. Additional information was received from the manufacturing representative (rep) and it was reported that rep spoke with the patient on (B)(6) 2021. The patient wished to have a follow up when she¿s feeling better to address her recharging issue. The issue has not been resolved. Additional information was received and it was reported that the controller was not working. Pt said the ac power supply turns green, but the controller won't charge even after a controller reset and when attempting to charge the controller in multiple outlets. Pt said they have been having problems charging the implant for they would sit on the implant for 2 or 3 hours to charge (pts representative thinks the ins was deep in pocket). Pt had not used their medtronic device for a year and a half because of covid and they had a death in the family, so they decided to put the medtronic device away. Pt said when they went in the other day and the representative got the controller working but when they got home the controller was not putting in a charge. During call pt attempted to remove the controller battery but could not take the controller battery out for the controller battery was wanting to come out, pt could see the inside of the battery when trying to remove it. When pt attempted to remove the controller battery the battery was starting to split and pt could see inside of battery pack. Did not have the pt remove the controller battery and was unable to retrieve the controller serial number. The issue was not resolved through troubleshooting. Pt said they were wanting to get relief from their eq uipment. Additional information was received from the rep. The rep called and stated the pt received the new controller and battery pack. The pt was able to charge the ins. The caller states however when the patient went to plug the new controller in with the cord from previous controller, the controller still does not accept a charge--the green light does not come on on the controller. The green light on the power cord is still showing and after trying other outlets, the issue still persists. It was reported that the pt¿s battery was brought back to life on (B)(6) 2021 after complete discharge with help from the rep. She reviewed the charging procedure with the pt and offered follow up assistance if necessary. Issue is resolved at this time.